Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, stroke, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided, the manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for lightheadedness and pre-syncope/syncope. They had a small subarachnoid hemorrhage (sah) and required intubation with subsequent extubation. Their hospital course continued with respiratory distress and eventual tracheostomy. They developed acute kidney injury (aki) on chronic kidney disease (ckd) requiring dialysis and developed ischemic bowel. The patient was made do-not-resuscitate comfort care-arrest (dnrcc-arrest) and passed away on (B)(6) 2023, ultimately due to multi-system organ failure (msof). The msof was not thought to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.